Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
2019-05-24 (B)(4): the consumer reported via the manufacturer representative that the left lead pulled down. It was unknown if any external or patient factors contributed to the issue. The battery was turned off due to the lack of efficacy and the representative was going to reprogram based on the current lead placement. The issue was not resolved at the time of the of report. The indications for use were spinal pain and herniated disc. 2019-may-29 (rep): additional information was received from a manufacturer representative (rep). It was reported that the cause of the lead moving was not determined? If so, please clarify what the cause was. The rep said they would be reprogramming based on placement, on (B)(6). It was unknown if the lead moving had been resolved. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 28-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that the left lead pulled down. It was unknown if any external or patient factors contributed to the issue. The battery was turned off due to the lack of efficacy and the representative was going to reprogram based on the current lead placement. The issue was not resolved at the time of the of report. The indications for use were spinal pain and herniated disc.